Event description:
During a preventative maintenance check at zoll medical, the device's external paddles did not discharge. The complainant indicated that there was no pt involvement in the reported malfunction.